Manufacturer narrative:
B3 date of event: the exact event date is unknown investigation summary: with all the available information, boston scientific concludes that the reported cuff hole was confirmed as analysis identified a leak. Review of the manufacturing documentation confirmed the device met all specifications. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the cuff component was visually inspected, microscopically examined, and tested for leaks. A cuff leak was identified in the cuff shell lateral area. Under the microscope, the cuff leak is observed to be consistent with wear damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The balloon component was visually, microscopically inspected and tested for leaks. During the visual inspection, it was noted that the balloon shape was not completely round and was slightly deformed. The balloon passed the leak test. Under the microscope, it was noted that the outer layer of the krt (kink resistant tubing) had tears. The balloon was not functionally tested due to the confirmed failure of the reported allegation in the cuff component. The pump component was visually, microscopically inspected and tested for leaks. During the visual inspection, it was observed that there is fm (foreign material) in the pump, there is wear and slight discoloration on the krt. The pump passed the leak test. Under the microscope, there is confirmation of the fm in the pump. The pump was not functionally tested due to the confirmed failure of the reported allegation in the cuff component and the fm identified in the pump. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the IFU, ams 800 male ous, bsc. Additionally, the reported events do not contain an allegation against the labeling. Urinary incontinence is included as potential adverse event in the product labeling. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that this patient presented with urinary incontinence five years after implant of this artificial urinary sphincter. Testing of the aus was performed but could not determine the cause of the issue. The device was removed and replaced with a new aus system. After explant, the chronic aus was tested and a hole was found in the cuff body. It was noted that the patient is expected to fully recover.

Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this patient presented with urinary incontinence five years after implant of this artificial urinary sphincter. Testing of the aus was performed but could not determine the cause of the issue. The device was removed and replaced with a new aus system. After explant, the chronic aus was tested and a hole was found in the cuff body. It was noted that the patient is expected to fully recover.